Manufacturer narrative:
The insulin pump functioned properly during motor rewind. No rewind anomaly noted during testing. The device had cracked reservoir tube lip and excessive adhesive on reservoir tube window.

Event description:
It was reported that the customer experienced an issue with the insulin pump not rewinding all the way. The piston would not go down all the way, despite repeating the process about ten times. Customer's blood glucose was 213 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.